Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings:during investigation, the battery compartment was cracked from below the grip pad to the case seal.